Event description:
It was reported that approximately twenty nine months post multiple xience v stenting in the mid left anterior descending coronary artery (mlad) and the first diagonal artery, the patient was found to have a positive functional stress test demonstrating myocaridal ischemia and cardiac catheterization that revealed severe lad and circumflex disease. On (B)(6) 2011, the patient was hospitalized and on (B)(6) 2011, the patient underwent a coronary artery bypass graft in the index target lesion for a 70% in-stent restenosis. The patient's condition resolved and the patient was discharged on (B)(6) 2011. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Ischemia and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the 2.5 x 12 mm xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure.